Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was not syncing up with the surgeon's motions. The procedure was completed with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the instrument wouldn't respond to the surgeon's hand motions and then dropped (or sagged) on its own. The issue occurred with the surgeon¿s head inside the surgeon side console¿s hrsv. The observed motion was less than the surgeon's movements, and when the surgeon intended the instrument to move left, it didn't move. When it did move, it moved down or sagged. The issue was persistent enough to discontinue use and get a new instrument. It happened just after the surgeon was seated at the surgeon side console.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and found to have a loose pitch cable at the distal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. Functional testing was performed, and the instrument failed the intuitive motion test. Imprecise motion was observed in the pitch direction. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional observation related to customer reported complaints not reported by the customer was that the instrument was installed on an in-house system and driven. The instrument passed the recognition and engagement tests. Instrument exhibited imprecise motion in the pitch direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.